Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The returned vertek arm is well worn with nicks and scratches evident on all surfaces. When tested the arm should hold at 14 lbs, but failed at 4.85 lbs. The reported event was confirmed. The device was replaced and there were no further issues.

Event description:
A medtronic representative reported a vertek arm that does not tighten down completely. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect device has not been returned to manufacturer for further evaluation.